Manufacturer narrative:
Additional information has been provide in d.10, h.3, h.6 and h.10. The sample was returned in a vial. Viscoelastic was observed on the lens. The lens was cleaned. The lens dimensions correspond to the reported complaint lens. No damage or abnormalities are observed. The lens was clear before and after cleaning. A root cause could not be determined for the lens dislocation in the eye. It was reported the lens had been implanted for possibly four years before the event occurred. The lens was not identified however the lens dimensions correspond to the reported complaint lens. No damage or abnormalities were observed, which could have contributed to the reported event. The sub surface nano glistenings noted would not have caused or contributed to the lens dislocation (reason for explant). The lens was clear upon receipt. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A product sample has not been received at the manufacturing site. The root cause of the reported event cannot be identified. (B)(4).

Event description:
A healthcare professional reported that the patient had an intraocular lens (iol) implanted four to five years ago at another facility. The iol was dislocated at some point and was lying near the retina. The iol was removed and another iol was implanted. It was also indicated that the optic had sub surface nano glistenings. Additional information has been requested however, further information has not been received.